Manufacturer narrative:
Results: no samples were rec'd for evaluation. Conclusions: due to similar complaints for the 50ml syringe, implementation of a higher viscosity barrel lube was performed at the plant, which had shown to lower pump forces. In addition, an in-process pump force requirement has been implemented. New lubrication has been implemented at the beginning of (B)(6) 2014.

Event description:
An ICU patient was receiving manually drawn noradrenaline infusion via an alaris pump. The occlusion alarm triggered, the pump failed to deliver, and the patient required resuscitation. A gemini pump also failed in this instance. A 30ml syringe was used without problems. The facility has checked the pumps and confirmed they are in good working order.